Event description:
It was reported that two days after implant of the right ventricular lead (rv), chest x-ray reveled lead dislodgement. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).